Manufacturer narrative:
Manufacturer's investigation: a review of the mfg lot database for the reported lot number 2512809 (mfg date: 06/01/2012) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot build. Conclusion: the involved (B)(4) monitoring kit was not returned for analysis and confirmation. The exact cause of the problem is unk. This complaint and associated info have been entered in the manufacturer's database for analysis and trending. Manufacturing lot records were reviewed; complaint trending analysis performed.

Event description:
Medsun report received concerning reading issues with use of one (B)(4) transpac IV monitoring. Kit. It was reported that the "arterial intravenous (IV) line monitoring transducer was not working. We could not get a blood pressure and once the tubing was changed, it was working properly". There were no reported patient injuries and or adverse consequences. Although requested, the involved (B)(4) monitoring kit and/or same lot sample were not returned to the manufacturer for analysis and confirmation.